Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
This customer has experienced multiple etoposide leaks at the filter which have all been reported to customer advocacy previously. There is no report of patient harm.

Manufacturer narrative:
Concomitant products: (3) spiro connectors; microclave connector; therapy date (B)(6) 2016. The customer¿s report of leak at the filter of the extension set was confirmed. Under microscopic inspection a pin hole was observed in the membrane of the filter at the location of the filter vent closest to the filter¿s intake section. Functional testing confirmed the leak source at the filter vent. The root cause of the leaking was a pin hole in the membrane at the filter vent. The cause of the damage to the membrane is unknown.